Event description:
It was reported that during a laparoscopic hernia repair procedure, the surgeon encountered leaking when removing the specimen from the patient. He stated when using the device, he noticed the leaking during entering in and exiting the trocar with the specimen. There was no patient consequence reported. The device was discarded at the account.

Manufacturer narrative:
(B) (4).